Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per (B)(4) since the device manufacture date is greater than one year from the event date. A getinge service territory manager was dispatched to evaluate this unit and was able to reproduce the reported issue. The stm replaced the internal batteries and completed battery run test. The unit passed the battery run test. The stm then performed functional testing and safety check to factory specifications. The unit passed all functional and safety tests per factory specifications and was returned to customer and cleared for clinical use.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) shut off while on battery power. There was no patient harm and no adverse event was reported.